Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss after sustaining a head trauma. The device is not available for analysis.

Manufacturer narrative:
(B)(4). Device is unavailable.